Event description:
It was reported that an arteriotomy closure of the scarred right common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic procedure. Reportedly, after completion of the diagnostic procedure the proglide suture was successfully deployed and the knot advanced; however, hemostasis was not achieved. Hemostasis was achieved using manual arterial compression. A previous arteriotomy closure was achieved in the right common femoral using a starclose se clip. It was felt that there may have been an interaction between the proglide suture and the starclose se clip. The patient is reported to be doing well. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported event could not be confirmed because part of the suture containing the knot was not returned. Based on a visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.